Manufacturer narrative:
An event regarding instability involving a tritanium shell was reported. The event was not confirmed. Device evaluation and results: visual inspection noted that the device was returned in used condition. The shell appeared to have scratches on the inner part of the shell. The outer rim of the shell had gouges in a few areas. Examination of the returned device with material analysis engineer indicated that there was no material integrity issue. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed. The reported event stated "the cup shifted vertically". The malposition could have a potential root cause for the instability. Further information such as operative reports, dated x-rays, clinical and past medical history and follow up notes are needed to determine the root cause of the reported event. Visual inspection of the returned device noted that the shell appeared to have scratches on the inner part and outer rim of the shell had gouges in a few areas. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the female patient had a primary tha in (B)(6) 2013. The patient complained of instability. Upon x-ray evaluation performed (B)(6) 2017, the cup appeared to have shifted vertically. The surgeon decided to revise it (cup only). The revision tha was performed on (B)(6) 2017 and was routine.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the female patient had a primary tha in (B)(6) 2013. The patient complained of instability. Upon x-ray evaluation performed (B)(6) 2017, the cup appeared to have shifted vertically. The surgeon decided to revise it (cup only). The revision tha was performed on (B)(6) 2017 and was routine.